Manufacturer narrative:
On 2019-oct-04 arjo was informed about an incident with sara 3000 active lift involvement. It was reported that the lifting arm of the device unexpectedly raised twice, within few minutes, with a high speed, during a transfer. In a consequence, a 70-years old female resident, who was using the device, broke her arm. Due to the resident pre-existing medical condition her arms could not be straighten, so when the lift arm raised, the resident arm had been stretched leading to the serious outcome. Allegedly, the movement could not be stopped with handset or emergency stop feature. Arjo was informed that a day after this event, a third party service provider evaluated the device, but no information about repairs or replacements were provided to the facility staff, despite several attempts. When an arjo representative visited the customer 11 days later to assess involved device, he could not find the main battery used with the device at the time of event. The facility staff could not localize it, as well. In order to evaluate the device, the arjo service technician used secondary battery and checked device functions, including handset and the emergency stop. The device passed evaluation, it was operating as per manufacturer's specification and the reported sudden upward movement could not be duplicated. Sara 3000 lifts the resident with speed of 0,04 m/s which is in accordance to iso 10535 (the lifting speed of a loaded device shall not exceed 0,15 m/s). This was confirmed by an external laboratory tests. The actuator supplier - linak - was contacted to clarify actuator lifting speed. Their opinion was that the problem couldn't come from the actuator, but more likely was related to the increased voltage due to electronic issues. The actuator speed depends on the voltage which is supplied to the actuator and through to the dc motor of the actuator. When the voltage is increased, the speed of the actuator increases as well. The primary battery was gone, and it might indicate potential issues with the battery, used by the third party service provider, which generated a high voltage arriving to the actuator. This would explain the alleged sudden movement. In the course of the investigation, arjo has learnt that the same third party service provider has been servicing other customer's devices. Non-authorized spare parts were found in other devices, these were: batteries, castors and handsets. Based on the above findings, it is suspected with a high degree of confidence that the third party provided used a non-authorized, by arjo, battery to the involved lift. According to operating and product care instructions (opci kkx81010m-en rev. 7 dated on 2012-jun-15) "only arjohuntleigh ab designated parts, designed for the purpose shall be used for sara 3000 to avoid injuries attributable to the use of inadequate parts." Also the customer stated that the unintended movement occurred twice in a short time. The warning included in device opci states: "if in any doubt about the correct functioning of the sara 3000, withdraw it from use and contact arjo service department." It is unknown why the device remained in use after the first malfunction. When reviewing complaints about fast unintended upward movement, no other complaints were found. The investigated case is a singular occurrence. To sum up, the device was used for a patient transfer and in that way played a role in the event. The product moved unexpectedly upward, leading to a serious injury sustained by the resident, most likely due to electronic issue in non-authorized battery, and from that perspective it failed its performance specification. We report this event to competent authorities due to serious injury sustained by the resident related to event on sara 3000, but it was deemed that unauthorised battery most likely caused the fast movement. The hazardous situation is unlikely to occur as long as the device is used according to labelling and in particular, arjo device is not unauthorised modified.

Manufacturer narrative:
The device was evaluated by arjo representative after event. No malfunction was found, however the battery that was used during event was missing. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was informed about incident with sara 3000 active lift involvement. It was reported that during resident's transfer, the lifting arm of the device unexpectedly raised with a high speed, and the movement could not be stopped by handset or emergency stop feature. The resident, who was unable to stretch her arms, sustained arm fracture.